Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced unwanted ribs stimulation with the thoracic system. Investigation was unable to determine which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced unwanted ribs stimulation with the thoracic system. Surgical intervention was undertaken on (B)(6) 2024 during which both leads were repositioned to address the issue. Effective therapy was restored post-op.